Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: the tip of the device broke off into the pt's cavity during the procedure. The surgeon did not realize it broke off until after the case was completed. The pt was in recovery and waking up when they felt they had to get the pt's permission to return her to surgery for a re-op to remove the piece of the tip. The piece was removed laparoscopically.